Event description:
Placed 4/28/99. On 4/29/99, they were unable to dialyze because the site was leaking at the top portion of the catheter. Pt also suffered an infection at the catheter site & had to be treated with antibiotics.